Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced pain and infection at the battery pocket. The patient was carrying mrsa. The full system was explanted completely and discarded. It was noted that the issue was resolved at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported as the weight of the patient. Provided serial number was still unknown.

Manufacturer narrative:
Event date is date of implant; earliest possible date of infection as it was noted to occur post-op. If information is provided in the future, a supplemental report will be issued.